Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed air bubbles in the syringe during primes. The fse found to worn buffer valve and ise (ion selective electrode) tubing. The failure was determined to be caused by worn ise tubing and buffer valve. The fse replaced the buffer valve and ise tubing which resolved the issue. The instrument returned to normal operation after part replacement. No further issues noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining one (1) false high patient results for ion selective electrolyte (ise) results which includes sodium (na), chloride (cl), potassium (k), on the au480 clinical chemistry analyzer. The customer also indicated quality control (qc) were high at the time of the event. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.